Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device manufacturing date added.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness check failed. Obstruction valve close pressure too low: 40.5 mbar (min: 43.0 mbar) visual inspection of obstr. Valve appears to be out of place". - it's not reported to hamilton medical ag when exactly the tightness test failed. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Since this was not reported we must assume that it happened during the pre-operational check what makes this event reportable. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report:

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness check failed. Obstruction valve close pressure too low: 40.5 mbar (min: 43.0 mbar) visual inspection of obstr. Valve appears to be out of place". - it's not reported to hamilton medical ag when exactly the tightness test failed. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Since this was not reported we must assume that it happened during the pre-operational check what makes this event reportable. · there is no patient involvement reported. · there is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report: ----------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - device manufacturing date added   updated fields: h4 ----------------------------------------------------------------------- follow-up 2 - additional information: . It was reported that the tightness test on the ventilator did not pass during non-clinical use. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. To address the issue, a check valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the check valve assembly, as no further issues have been reported. -----------------------------------------------------------------------

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness check failed. Obstruction valve close pressure too low: 40.5 mbar (min: 43.0 mbar) visual inspection of obstr. Valve appears to be out of place". - it's not reported to hamilton medical ag when exactly the tightness test failed. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Since this was not reported we must assume that it happened during the pre-operational check what makes this event reportable. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported.